Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db1200s0, model: db-1200-s, serial: (B)(6), lot: 737256. Product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), lot: 7010253.

Event description:
It was reported that the patient had a non-device related fall that resulted in a wound near the patient's non-boston scientific burr hole cover. The patient developed an infection at the non-boston scientific burr hole cover, lead, lead extension and the boston scientific m8 lead adapter site. The patient was administered antibiotics and underwent an explant procedure where the boston scientific lead adapter and the non-boston scientific devices were removed. During the procedure, a swab was taken at the boston scientific ipg site and it was also found to be positive for an infection. The patient underwent an additional surgical procedure where the ipg was explanted. The patient was stable post-operatively. The explanted m8 adapter and ipg will not be returned for analysis as the devices were kept by the medical facility. Additional information was received that a second lead extension was also explanted. The patient was healing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI, upn: (B)(4), model: db-1200-s, serial: (B)(4), lot: 737256.

Event description:
It was reported that the patient had a non-device related fall that resulted in a wound near the patient's non-boston scientific burr hole cover. The patient developed an infection at the non-boston scientific burr hole cover, lead, lead extension and the boston scientific m8 lead adapter site. The patient was administered antibiotics and underwent an explant procedure where the boston scientific lead adapter and the non-boston scientific devices were removed. During the procedure, a swab was taken at the boston scientific ipg site and it was also found to be positive for an infection. The patient underwent an additional surgical procedure where the ipg was explanted. The patient was stable post-operatively. The explanted m8 adapter and ipg will not be returned for analysis as the devices were kept by the medical facility.